Manufacturer narrative:
Concomitant medical products:419488 lead implanted (B)(6) 2011; 407652 lead implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos), and a lead integrity alert (lia) was triggered for high rate non-sustained episodes and sensing integrity counter (sic). Reprogramming to increase sensitivity was completed, and the lead remains in use. No patient complications have been reported as a result of this event.